Event description:
During the atrial fibrillation procedure, air was aspirated through the side port of the sheath. Multiple attempts were made to aspirate the air without success. The sheath was exchanged and the procedure was completed with no adverse consequences to the patient.